Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section d unique identifier (UDI), a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by customer side (it, pharmacy) and no information was provided on how the issue was resolved. The tss was unable to contact the customer, multiple attempts were made to reach the customer but no response from the customer. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to stay closed and not able to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to stay closed and not able to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.